Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported respiratory failure and subsequent death could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 3008452825-2020-00027, 3005334138-2020-00024. During a tricuspid valve ablation procedure, a pericardial effusion occurred. Following transeptal puncture, substrate mapping of the left ventricle was started with the ablation catheter and then with mapping catheter. After a few minutes, the patient became hypotensive. Echocardiogram confirmed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The cause and location of the effusion remains unknown. There were no performance issues with any abbott device.